Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the heater test failed. The failure was due to the heater not activating. It was identified that the cause for failure was a blown f1 fuse with signs of thermal decomposition on the ac distribution board. An internal visual inspection of the returned cycler encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be thermal decomposition on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that they received a fluid temperature out of range alarm during step 5 of setup for their peritoneal dialysis treatment. The patient was not connected during the incident and the cycler was not near a cool/heating source. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested, however to date has not been received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition on the ac distribution board was identified.